Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the first mesh leg assembly of the device was "being tensioned" through the patient's sacrospinous ligament, the needle "broke off the suture into the capio device." Reportedly, the needle did not "fall out" of the capio device. The physician removed this uphold device and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.